Event description:
The customer reported that, during a biopsy procedure, the acquisition workstation (aws) of the 3dimensions mammography system became extremely slow, and the monitor screen then went blank. Although a scan appeared to be acquired during this time, the resulting image displayed as black when reviewed in pacs. The operator decided to restart the biopsy procedure using another system. The patient was repositioned, the biopsy needle was placed again as part of the procedure, imaging was successfully acquired, and the procedure continued as expected. A hologic field service engineer (fse) visited the site on june 15, 2026, to further evaluate the 3dimensions mammography system. The fse confirmed that the acquired image appeared black. Corrective actions were performed, including clearing the database and refreshing the software to address the reported aws issue. Following these actions, a quality check was completed successfully, and the system was confirmed to be operating within specifications. No further information is available at this time.